Event description:
During a pci/stenting treatment procedure, the maverick2 monorail 9x2.0mm balloon ruptured at six atms. The lesion being treated was a calcified, 90% stenotic lesion in the right coronary artery. The physician used a 7f goodtech introducer sheath for vascular access, a 7f launcher jr40sh guide catheter and a lifeline athlete gt-s guide wire to cross the lesion. The maverick2 monorail 9x2.0mm balloon was removed and replaced with a maverick2 monrail 12x2.0mm balloon. A cypher 2.5x18mm stent was placed and the procedure was successfully completed. No pt injuries or complications were reported.